Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for failed back surgery syndrome leg/back and spinal pain indications. The reason for call was settings not available, cannot provide your desired intensity settings. Patient tried all 3 groups and lowering them but it kept coming up the same. Patient confirmed implant was charged. Pt was at the healthcare provider (hcp) office at the time of the call during an injection. Suggested to have hcp call to troubleshoot settings not available. Redirected to hcp. Pt stated they were down to just one lead. Additional information was received from the patient. The reason for call was patient stated they met with the representative yesterday to get their stimulator readjusted. Patient said for a week and a half, patient would get settings not available when done charging and they had to keep lowering stimulation. Patient said when meeting with the rep, the rep mentioned patient might need 2 leads replaced because they were losing a lot of electrodes. Patient said stimulation was now set to where they feel stimulation, but normally stim was set to where they don't feel stimulation. Agent documented information given during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.